Event description:
According to the information received from the implant center, the patient was seen at the center in 2001. At that time, it was thought that the patient was experiencing superficial wound infection. Four months later, the clarion device was removed due to mastoiditis and mastoid abcess. The area was drained and antibiotics were prescribed. There were no reports of ics performance problems prior to device explantation.